Event description:
It was reported that: a pt placed a portable liquid oxygen device in her purse, in the horizontal position. The purse was then placed on her lap. After 45 minutes, the pt felt cold on her leg, but did not remove the purse from her lap. After 2 hours the pt removed her purse and discovered ice on her pants. Reportedly, the pt received treatment for thermal injury to her legs.

Manufacturer narrative:
The device has been returned and is undergoing evaluation. A supplemental report will be filed with our investigation results.